Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead exhibited difficulty being implanted. After the pocket was closed, the lead had dislodged. The pocket was re-opened and attempted to reposition the lead. The patient experienced panic attack and sinus tachycardia. The lead was explanted. The patient was in stable condition post operation.